Event description:
The nurse programmed an i.v. Infusion device improperly causing lipids to infuse too rapidly. Human error. Rptr questions hx of design defect. Causing improper programming by staff. The device was checked by clinical engineer. It was functioning properly. This patient was basically terminal & she did die on the day of the incident. Rptr did not determine that the incident resulted in death. E impropperly